Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the device was returned for repair because of missing display segments. There was no patient involvement.